Event description:
Customer reported on bravo capsule that was detached from the pt's esophagus before the predetermined time specified as 48h for bravo procedure. The pt was not injured following the procedure.